Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The instruction manual states ¿before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and see chapter 9, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 9, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿

Event description:
The service center was informed that during preparation for use, the video system displayed an ¿e209 buffer error, buffer not connected error.¿ although, the error continued the scheduled endoscopy procedure was performed and completed with the same device. There was no patient injury reported. Additionally, the user facility reported that the device was inspected and no abnormalities were noted. The device is fully functional and is still in use.

Manufacturer narrative:
This supplemental report is being submitted to report additional information provided by the original equipment manufacturer (OEM). The OEM reported possible causes of speculation regarding the phenomenon of "internal buffer anomaly (e209)" are the connection failure of the internal buffer (cf card) attached to the cm board, and the degradation of cm/dx board. As a result, of confirming the manufacturing history, we confirmed that the product was compatible with the specifications. Since more than five years have passed since the manufacturing, it is highly likely that this phenomenon occurred due to the effect of aging.